Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited ventricular under sensing,  noted on some episodes possibly misidentifying episodes as non sustained. The rv lead remains in use. No patient complications have been reported as a result of this event.